Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (d10 ¿ concomitant medical products & therapy date) should be: video processor & therapy date should be: (B)(6) 2024. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, the irregular color tone of the image, could not be identified. The root cause of the subject event was unable to be specified. Based on the below investigation result, the image sensor unit and the circuit board in the endoscope connector may have been broken, leading to the subject event. The probable cause of breakage is irregular load to the bending section since multiple damaged sites were observed on the bending section. Or, another probable cause is external stress such as bumping during handling of the device caused irregular load to the inner circuit board to break since scratches were observed on the endoscope connector. However, the cause of breakage was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited an abnormal image due to the damage to the imaging unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.